Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, despite the use of multiples usb cables and wall adapters. Subsequently, the pump shutdown. Blood glucose was not impacted. Reportedly, the customer re-plugged the pump into the wall adapter and the pump successfully began charging and turned on.